Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use based on the results of the investigation, olympus confirmed foreign material came out of the devices, but the type of the material or root cause cannot be identified. There was no physical damage at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: gif-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material on the air/water cylinder and the air/water channel. There were no reports of patient involvement.